Event description:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain and elevation of the 1st metatarsal. There were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2023, all hardware was removed in a revision surgery on (B)(6) 2023 due to pain and elevation of the 1st metatarsal. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. The site was revised with tmc hardware. According to the rep, the surgeon's technique was not optimal and contributed to what was reported. No devices were returned for evaluation. The device history records were reviewed, and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Although a number of factors could have contributed to the pain and elevated 1st metatarsal, based on feedback from the rep, the most likely cause is operator technique. There were no deficiencies or malfunctions alleged/found with any tmc device. The company will supplement this MDR as necessary and appropriate.